Manufacturer narrative:
(B)(4). The investigation was completed on 09/08/2014. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.49 on a patient who presented with chest pain. There was no additional patient information available at the time of this report.date sample draw time result time method result (ng/ml) sample(B)(6) 2014 10:23 10:28 I-stat 0.49 a(B)(6) 2014 10:23 10:43 I-stat 0.02 a(B)(6) 2014 10:42 10:52 I-stat 0.04 bthere were no injuries reported with this event. An investigation has been initiated.

Manufacturer narrative:
(B)(4).